Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the target lesion was located in the proximal left anterior descending artery (lad) with mild tortuosity, mild calcification and 80% stenosis. While implanting the 2.5 x 28 mm xience v stent, a proximal edge dissection occurred. Therefore, a 2.5 x 12 mm xience v stent was implanted to cover the dissection. The patient outcome was reported to be good. There was no clinically significant delay of procedure reported. No adverse patient sequela was reported. No additional information was provided.